Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The adc device prematurely detached and the customer was unable to obtain glucose readings. As a result, the customer reported feeling a ¿sensation of acid spreading throughout their body¿ with symptoms of burping, chest burning, acid reflux, and vomiting with blood. The customer was unable to self-treat and was seen at a hospital where insulin (dose/type unspecified) was administered for the diagnosis of hyperglycemia and provided unspecified medication for vomiting and acidity for treatment. There was no report of death or permanent impairment associated with this event.